Manufacturer narrative:
No button error alarm noted. However, the insulin pump up arrow button did not respond due to corroded keypad trace. The insulin pump was unable to verify failed battery test alarm due to button keypad anomaly. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, the insulin pump wasn't working. Customer got on the line to reported incident. The customer stated he was at the pool, he attempted to perform a bolus and the buttons weren't responding. Customer then replaced the battery and the device alarmed failed battery test. Customer then replaced the battery again and it alarmed button error. Customer didn't have the device with him in the pool. Customer's blood glucose was 150 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for further analysis.